Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2015 with the following findings: pump reboot events were observed in black box on 04/19/2015 and 04/20/2015. There were battery compartment cracks observed in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A leak test showed that there was a leak at the battery compartment crack. There was no evidence of additional moisture inside the pump.